Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported while in use an 840 ventilator's screen went blank and the unit did not alarm. The ventilator did not stop ventilating. It is not known at this time if the patient was transferred to an alternate ventilator. Although no patient harm was reported. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.